Event description:
2 of 3 reports. Other mfg report numbers: 3013886523-2023-00395, 3013886523-2024-00383. A facility reported a hakim valve (ID 823832), a bactiseal peritoneal catheter (ID 823074) and a bactiseal ventricular catheter (ID 823073) were implanted on (B)(6) 2023, the physician found out that a catheter was obstructed (customer could not confirm which catheter was obstructed); therefore the hakim valve, the peritoneal and ventricular catheters were removed on (B)(6) 2023. The patient has infectious disease - human immunodeficiency virus (hiv) with history of tubercular meningitis. The patient is stable after the revision. Infection not related to valve or catheters.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The bactiseal peritoneal catheter (ID 823074) was not returned for evaluation as the product was discarded by the hospital; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined, however a possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the device. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.